Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a rash under his armpit and an irritation under the front clasp of the garment. The patient's physician recommended the patient use a cream. Follow-up indicated that the patient was using the hydrocortisone cream and the irritations were clearing up.